Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative ordered a replacement camera and will install when it arrives. The unit is not currently in service.